Manufacturer narrative:
The device was not returned for analysis, as it was reported to have been removed and discarded by a vascular surgeon. Based on the reported information, the customer¿s report could not be confirmed. However, it is possible that the severe tortuosity of the vessel and pre-existing stent proximal to the thrombus site may have contributed to the reported event. Subsequently, causing the thrombectomy device to have been pulled beyond the maximum tensile specification which resulted in the unintentional detachment of the device from the pushwire. However, the root cause could not be verified as the device and pushwire were not returned. Per the solitaire 2 instructions for use (IFU): ¿use of the solitaire 2 revascularization device is contraindicated in patients with stenosis and/or pre-existing stent proximal to the thrombus site that may preclude safe recovery of the solitaire 2 revascularization device.¿ ¿if excessive resistance is encountered during recovery of the solitaire 2 revascularization device, discontinue the recovery and identify the cause of the resistance.¿ ¿recover the solitaire 2 revascularization device and microcatheter inside guide catheter. Continue aspirating guide catheter until the solitaire 2 revascularization device and microcatheter are nearly withdrawn from the guide catheter. If withdrawal into the guide catheter is difficult, deflate balloon (if using balloon guide catheter) and then simultaneously withdraw guide catheter, microcatheter and solitaire 2 revascularization device as a unit through the sheath while maintaining aspiration.¿ the lot history record review showed no discrepancies that may have contributed to the reported experience.

Event description:
Medtronic received report that the mechanical thrombectomy device detached and traveled into the patient's lower extremity. The physician was reported to have stented the carotid prior to navigating into the neurovascular anatomy, then preceded with the thrombectomy of the occluded middle cerebral artery (mca). However, when attempted to retrieve the thrombectomy device with the clot, the competitor catheter could not be pulled through the previously implanted stent located in the carotid. While attempting to retrieve the devices, the thrombectomy device entangled with the carotid stent. The implanted stent and the thrombectomy device were reported to have traveled to the patient's right lower extremity. Vascular surgeon was contacted and the devices were removed. The anatomy was reported to have been severely tortuous. The clot material was reported to have been hard.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.